Event description:
While analyzing the heart rhythm of a pt (age and gender unk), the device returned a "no shock advised" message for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effet to the pt due to the reported malfunction.